Manufacturer narrative:
The investigation determined the root cause was related to the gear pump head as it was overdue for maintenance or replacement.

Event description:
There was an allegation of questionable elecsys ft4 IV results from the cobas e 801 module. The clinician believed the initial results were low and requested repeat testing. Sample 1 initial result from an aliquot was 0.869 ng/dl. After recentrifugation of the aliquot, the repeat results were 1.23 ng/dl and 0.895 ng/dl. The primary sample tube was repeated, and the results were 0.881 ng/dl and 0.884 ng/dl. The result of 0.881 ng/dl was reported outside of the laboratory. Sample 2 initial result was 1.86 ng/dl. The repeat results were 1.38 ng/dl and 1.40 ng/dl. The result of 1.40 ng/dl was reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 82038002 with an expiration date of 30-sep-2025. The quality control results were acceptable. The investigation is ongoing.